Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging a cgm (076) issue. It was reported that the sensor wire had broken and detached from the pod. The wire remained in the patient¿s abdomen; however, the user was able to remove the wire from the abdomen themselves. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may require medical intervention from a health care provider to remove a detached sensor wire from the insertion site.